Manufacturer narrative:
The reported event of high, out-of-range pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The s-curve height measured to be within product specification.

Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, high, out-of-range pacing impedance were noted on the left ventricular (lv) lead across all vector configurations. A new lv lead was used to resolve the event. The patient was stable with no consequences.